Manufacturer narrative:
Device evaluation: the patient's electrode belt was returned to the distributor for evaluation. The electrode belt was fully functional upon receipt. There was no observed physical damage or sharp edges on electrode belt's therapy or ECG electrodes that would cause or contribute to the patient's reported rash. Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's nurse reported that the patient had a skin irritation under the electrodes. The nurse reported that one electrode had a sharp edge to it. It was reported that the irritation was under all of the electrodes and the worst area was under the rear therapy electrodes. The nurse reported she had used lotion on the area but it hadn't helped. During a follow-up, a distributor representative visited the patient and reported that there was build-up on the electrodes and the patient was wearing the lifevest too low on the abdomen. The patient received a replacement electrode belt and the representative adjusted the patient's garment so the device was no longer touching the irritated area. The final medial outcome of the rash is unknown.